Manufacturer narrative:
Product event summary: the device was returned and analyzed, and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the cardiac resynchronization therapy defibrillator (crt-d) displayed a grey longevity estimator bar thirty minutes after interrogation. It was unknown if the longevity estimator bar was green or grey when first interrogated. The device was not used and replaced. No patient complications have been reported as a result of this event.